Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available. It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and passed. A pairing test was performed, and it passed. The share log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial, supplemental information became available.

Manufacturer narrative:
(B)(4).

Event description:
Patient reported signal loss over 1 hour.

Manufacturer narrative:
Com-(B)(4). Updated b5: the customer complaint was confirmed because signal loss was found.

Event description:
The customer complaint was confirmed because signal loss was found.

Event description:
Patient reported signal loss over 1 hr. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). Updated info in b1, b5, d8, & h1.